Event description:
It was reported the patient never had therapeutic effect. Patient noted that stimulation did not relieve pain and that stimulation caused pain in their left back due to the lead. Patient had pain at the lead location. Reprogramming was attempted. The device was explanted. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3888-45, lot # v543661, implanted: (B)(6) 2010, product type lead; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3888-45, lot # v543661, implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
It was reported that the patient had the stimulator reprogrammed by a manufacturer¿s representative. It was noted that since the implantable neurostimulator (ins) was in overdischarge, impedance measurements could not be checked. It was reported that no device malfunction were able to be determined. It was noted that no malfunction was believed to be found. It was reported that the root cause was not determined.

Manufacturer narrative:
(B)(4).